Event description:
It was reported that blood was noted on the patient. After opening the dressing the arterial lumen was noted to be "split." The patient was taken to the hospital and the catheter was changed.